Event description:
Patient who was treated with protaphane flexpen 3 ml (long-acting human insulin) due to diabetes mellitus (type and duration unknown) experience hypoglycemia in 2004. The patient injected the insulin, however, the piston of flexpen was not pressed completely down and patient was not aware of the amount of injected insulin. She stated that patient might have injected too much insulin. The patient was hospitalized. The patient has recovered completely from the event.